Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 24-mar-2016, fse conducted follow-up with the customer over-the-phone to address the reported event. Fse performed troubleshooting with the customer to power down the device, move the washer assembly back toward the home position and then repower. The device was determined to be operational after the intervention. On 25-mar-2016, the customer called back to report the same "error 4333 wash y home overrun ". Fse arrived at the site for intervention/ repair. Inspection of the device revealed that the bf unit would not advance to the incubator or home position. Fse ordered parts and returned to the site on 28-mar-2016 to replace both the "bfc and drv" boards and drive assembly; however, the issue did not resolve. He returned on 30-mar-2016 to replace the wash drive assembly, since the old one had a bad axis motor. No further issues were noted and no further action was required by field service. The most probable cause of the reported event was due to fault/ failure on the y axis for the wash drive unit.

Event description:
On (B)(6) 2016, the customer reported a "error 4333 wash y home overrun" with their a1a-900 analyzer. She stated that she received ther error when she gets the error when she attempted to open the bf probes and when attempting to perform "all set home". On (B)(6) 2016, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and bhcg. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.